Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer experienced multiple adverse events due to inaccurate insulin delivery from the infusion device. The customer stated her body "did not react to the insulin" and, in some cases, it might not have been delivered correctly. She experienced adverse events on (B)(6) 2014. She stated these were events where she experienced hypoglycemia after delivering insulin via pen when the infusion device did not seem to function correctly. Additional details were not provided. The alleged product was requested for evaluation.